Event description:
Information received by medtronic indicated that the patient developed a migraine headache that prolonged hospitalization by one day. Patient treated with tylenol and imitrex and event resolved.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.